Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2011, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The maximum diameter was 41 mm at this time. Since 2020, the aneurysm had been enlarged for approximately 1 mm per 6 months. In (B)(6) 2024, a follow-up CT showed the diameter of the aneurysm exceeded 50 mm, so an additional treatment was indicated. On (B)(6) 2024, a reintervention was performed. No obvious endoleak was found except for the type ii endoleak. However, the landing zone of the left distal side was short and the aneurysm enlargement was judged to be likely due to a type ib endoleak from the left side. Therefore, the left internal iliac artery was coil-embolized and an additional contralateral leg was implanted to extend the treatment area into the external iliac artery. The patient tolerated the procedure.